Manufacturer narrative:
Company comment: the serious expected event of mass at implant site was considered possibly related to the treatment. Serious criteria include the need for medical interventions and permanent damage. The potential root cause is the treatment procedure. The restylane-l was used off label and a counterfeit product was suspected by the patient. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. Due to the longstanding event, counterfeit product was suspected by the patient but no further investigation can be performed as the patient cannot remember the lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane-l-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by an adult male patient, reporting his own case. Additional information was received on (B)(6) 2022 from the patient himself. The patient had no known medical history or allergies. The patient had previously received treatment with restylane lyft and belotero in 2018 for cosmetic indication. The patient also received flu shot one every year. In (B)(6) 2020, the patient received treatment with restylane-l under left eye (unknown amount, lot number, injection technique and needle type). The restylane-l was injected under left eye (off label use of device). In 2020, the patient experienced a line of filler, possibly a small lump (implant site mass) under his left eye. The patient reported that 2 years later, the restylane-l had still not dissolved or decreased. The hcp had tried to treat the area with hylenex [vorhyaluronidase alfa] 6 times and over the course of the 6 times he was given 50 units of hylenex, which did help some but he could still see the filler under his eye. On (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021, the patient had received first, second and booster dose of pfizer covid-19 vaccine, respectively. In the last 6 to 12 months, the patient had received flu shot. On (B)(6) 2022, the patient was injected with unspecified corticosteroids. The patient was concerned that the restylane-l he had received was not genuine and possibly a counterfeit (suspected counterfeit product). The patent does not have the lot number and expiry date of the restylane-l that he received in 2020 but he had a photo of another carton of restylane-l acquired from his hpcs office and wanted to verify if that was a genuine product. Outcome at the time of the report: line of filler, possibly a small lump was not recovered/not resolved/ongoing. Restylane-l was injected under left eye was recovered/resolved. Not genuine and possibly a counterfeit was recovered/resolved.